Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate shock and presented in the emergency room. Upon interrogation, it was noted the shock was due to noise over-sensing. Programming changes were made to turn off therapy until revision. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.